Manufacturer narrative:
Investigation into this complaint included a retain evaluation, customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain evaluation alinity m resp-4-plex (list 09n79-090) lot 384108 retain sample was tested by the complaint support team. Lot 384108 met all validity and acceptance criteria with no error codes and all testing replicates were interpreted correctly by the assay software. Customer data review: review of the customer data was performed. The runs which involved the discrepant results were valid and met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 384108 (including the components) did not identify any issues which related to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4- plex amp kit (list 09n79-090) lot# 384108 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot# 384108 or its components. Additionally, the review evaluated records related to the list number 09n79 for similar issues; no additional records were identified to be related to the current investigation. Complaint history review: a complaint history review was performed to identify any complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-090) lot# 384108. A product deficiency was not determined by this evaluation for the reported complaint. Based on the investigation elements, a product deficiency could not be identified by this review.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences and reagent lot numbers: 3005248192-2023-00129 run date 10 feb 2023 with lot 384108.

Event description:
The customer reported two false positive alinity m resp-4-plex results for the flub target. (B)(6) 2023 sid: (B)(6) interpretation positive (cn = 38.09) with reagent lot 384108. (B)(6) 2023 sid: (B)(6) interpretation positive (cn = 37.90) with reagent lot 384108. The samples were retested on genexpert sars/flu/rsv assay and were negative. There was no report of impact to patient management.